Event description:
The customer reported having symptoms of diabetes ketoacidosis, excessive ketones in urine, and leg and chest discomfort. The customer stated that he had vaccine for shingles the day before the call. The customer treated his blood glucose level with manual injections. Troubleshooting was performed. The device passed the fixed prime test and all the programming and histories in the insulin pump appeared to be correct. Several days later, the customer called back to perform the high pressure test and passed within specifications. During the call the customer stated that he went into the emergency room, but he was not admitted in the hospital and customer was released hours later. The customer stated that he was dehydrated. The customer believes that the vaccine and also the stress caused his glucose level to rise.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.